Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads.(B)(4)

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that there was moisture under display screen. Customer's blood glucose was 74 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.